Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-03219, and 0001822565-2023-03221. D10 medical devices: unknown femoral, catalog#: ni, lot#: ni; unknown tibial tray, catalog#: ni, lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a knee arthroplasty. Subsequently, legal counsel for the patient reported that when the patient took a step toward their fridge, their leg swung backwards and they fell, causing injury. No revision procedure has been reported.

Manufacturer narrative:
Following additional medical records received, the patient's reported issues and revision were on their left knee, which is competitor product. The patient's right knee has zimmer biomet implants, but there have been no reported issues with the right knee.

Event description:
Following additional medical records received, the patient's reported issues and revision were on their left knee, which is competitor product. The patient's right knee has zimmer biomet implants, but there have been no reported issues with the right knee.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.